Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited low impedance and possible fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). It was also noted that a polarity switch had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.